Event description:
It was reported that the customer experienced elevated blood glucose levels. Troubleshooting was performed and pump appears to be delivering as expected.

Manufacturer narrative:
The failure investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.